Event description:
It was reported "after the puncture, when the catheter was sent through the sheath along the guide wire, the resistance was big, the catheter could not enter, and it was difficult to remove. The balloon was stuck in the sheath, and many attempts were fruitless. It was later decided to remove with sheaths attached. The new catheter was replaced. The catheterization was smooth. The counterpulsation was normal". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the puncture, when the catheter was sent through the sheath along the guide wire, the resistance was big, the catheter could not enter, and it was difficult to remove. The balloon was stuck in the sheath, and many attempts were fruitless. It was later decided to remove with sheaths attached. The new catheter was replaced. The catheterization was smooth. The counterpulsation was normal". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample was 18f24j0097. Upon visual inspection, the sample matches the event details. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was the supplied 40cc driveline tubing, the short and long arterial pressure tubing, and the supplied 0.025in guidewire. Upon return, the teflon sheath was noted on the iabc bladder. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen as noted at approximately 5cm from the iabc distal tip. Damage was noted to the outer lumen consistent with being pinched or crushed at approximately 29.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer photos were reviewed. The photo shows the iabc bladder and teflon sheath. The photo shows the original packaging carton. The customer video was reviewed. The video shows the iab catheter. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at ap-proximately 5cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Some blood and debris were noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon was stuck in the sheath" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted bent near the iabc distal tip and resistance was noted upon passing the guidewire through the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.